Event description:
A single tube containing 4ml of potentially hazardous sample was spilled on the deck of the instrument and into the centrifuge. The customer was able to clean the spillage without incident.